Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The pump passed the displacement, rewind, basic occlusion and prime tests. The pump was received stuck in the motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform no delivery test due to the motor error alarm. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The customer had been sick in the hospital due to congestive heart failure. The doctor changed the settings, the customer experienced low blood glucose and the doctor changed the settings again. The customer did not provide the blood glucose reading. The customer stated that the drive support cap was normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The customer was unable to complete the rewind without the alarm reoccurring. The insulin pump had also alarmed for no delivery of insulin. The customer was unable to troubleshoot for the no delivery alarm due to the motor error alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.